Manufacturer narrative:
The user reported a high glucose event that occurred on (B)(6) 2025, at approximately 10:52 am est. At the time of the event, the system was in an initialization phase and was not displaying sensor glucose values per design. The user had not entered required calibrations for the initialization, as indicated in the dms by multiple "calibration expired" alerts. The user reported a blood glucose value of 363 mg/dl, as documented in the case notes. The user managed the high glucose event by administering insulin and also sought medical assistance from their healthcare provider. Customer care made multiple attempts to follow up with the user through different communication channels; however, the user remained unresponsive. A subsequent review of the data management system indicated that the user later resumed use of the system and is currently using it with up-to-date information.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a high glucose event on (B)(6) 2025 at 10:52 am est, during which the system was not displaying sensor glucose values because it was in the initialization phase and undergoing a second calibration; a blood glucose value of 363 mg/dl was documented and available in dms. Glucose alert settings at the time were low 75 mg/dl and high 185 mg/dl, and per dms review, the user did not receive a high glucose alert because the system was not displaying values. The user treated the event with insulin, sought medical care, and scheduled an appointment with their treating healthcare provider, who is aware of the event. Multiple follow-up attempts through various channels were unsuccessful due to lack of response, and per dms, the user is currently using the system with up-to-date information.